Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 16f and the tavr procedure was completed. Reportedly, the sutures of both devices were tightened, but hemostasis was not achieved. A surgical cutdown was performed and a vascular patch was used to achieve hemostasis. Protamine was administered. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.